Manufacturer narrative:
Concomitant medical products: product type lead product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for arachnoiditis and failed back surgery syndrome. It was reported that the patient was in pain. It was noted that the patient had four epidurals on (B)(6) 2015. The patient noted pre-existing chronic pain while sleeping. The ins stuck out on the side and when the patient slept on his side the ins caused pain. This occurred since implant. It was noted that the patient asked about explant and refund. Additional information was received from the patient. It was reported that there were no plans to repair where the ins stuck out. There were no open areas and the patient didn¿t know why it stuck out. It was noted that the doctor didn¿t seem too concerned about it the last time the patient saw him. Additional information was received from the patient. It was reported that the stimulator was malfunctioning and stabbing him. It felt like someone was punching him in the back. Ever since the stimulator was put in it caused the patient a sharp pain in the back and even when the stimulator was off he felt the pain. The patient stated that he got the battery removed but still had his stimulator with the wires inside him. The patient was looking fora doctor to take it out but he was having trouble finding one because they told him it was a risk. After it was reviewed that the stimulator and battery were the same thing, the patient continued to stat that he got the battery removed but the stimulator was left in. The patient stated that he had a neurostimulator that they had to cut a piece of his spine away to put in him, then they put the wires down, then they put the battery inside his hip. The patient insisted that they removed the battery and left the wires and stimulator. The patient was to follow-up with a healthcare professional (hcp), but did not have a current hcp. It was noted that he told a doctor about this issue many times but nothing was done. It was also noted that a manufacturer representative was aware of the stabbing pain, as the patient had been complaining about it since they put the device in and turned it on. The battery was reported to have been removed in 2016. It was noted that he patient was going to get lawyers involved and was going to explain it to a newspaper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Section h codes reflect both the main component and other applicable component's codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was meeting with their surgeon to have the lead wire removed on (B)(6) 2018. Patient was requesting a claim to be submitted to manufacturer for reimbursement. Patient reported that it was hurting him since implant, (B)(6) 2009 and he could not breathe. Patient stated that the rep that came to jumpstart the neurostimulator (ins) was made aware at the healthcare provider's office, that the ins was causing him pain since implant. Patient did not remember when they notified manufacturer's representative (rep) or rep's name.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the CT scan was normal. Patient reported severe stabbing pain in the mid thoracic area. It was reported the battery has been removed and the hcp will contact the spine surgeon to remove lead wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.